Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced. Furthermore, there was no record of an e333 in the error log and the device passed all functional tests. It is likely if the error occurred, it was a temporary failure. According to the service manual, e333 indicates a touch panel failure, and it is a message that is displayed when the touch panel sensor malfunctions or the communication between the printed circuit board and the touch panel is cut off. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), during a diagnostic cystoscopy procedure, the visera elite ii video system center exhibited touch panel error e333. It was noted, the device was powered backup and it worked. The intended procedure was completed successfully with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device was inspected, tested and no error code was found. It was noted that the device passed all functional tests. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.